Event description:
I have been having issues with my medtronic 780g and not having the ability to control how it delivers the insulin that is delivers. I used to be able to slow the delivery of the insulin by using the square or dual features. I bought the pump for the smartguard features ability to give small autocorrections throughout the day. I was not told that there would not be a way to give additional insulin when my rate is too high or slow the rate of insulin if my glucose levels fall too low. I have had times where my levels fell low and the pump continued to deliver basal insulin. I called the nurse responsible for the education and maintenance of my pump and she said I wasn't adding carbs to my pump properly. I explained I only eat once a day and that causes a problem so I needed my pump to be reprogrammed to reflect my lifestyle. I have had issues with their nursing team in the past for example, my blood sugar was 93, and when I tried to put the carbs in the pump it wanted to deliver a 20 unit humalog bolus. I would have bottomed out before I metabolized my meal, (I am also on mounjaro which slows gastric emptying), so I was looking to her for advice on how to proceed with covering meal time glucose increases. She continued with the rhetoric found in the manual and told me to put in the carbs, which once again led to an extreme low event. I have no confidence in the medical team from medtronic. My former endocrinologist says he does not deal with medtronic because they do not educate their clients. I have had many extreme low events and issues with trying to find someone who can help me adjust the pump. I have spoken to medtronic, endocrinologists, nurses and still I am having problems with a piece of equipment that is meant to keep me alive. Another issue I have had is the fact that the pump is not monitored by anyone. Medtronic obtains your information from your endocrinologist and begins calling you. I did not contact medtronic about this pump they called me about the pump. They contacted my endocrinologist and got the "orders", but I had not seen my endo in 2 years when they had called me. I am not sure how that is works but the nurse who called me to set up the new pump and values entered into the pump did not speak to an endocrinologist, because I did not have one at the time, so I am trying to determine if the problems I am having is because this pump was not set up properly. I am in the process of waiting for my new endocrinologist appointment but am hoping that my complaint against medtronic helps shed light on the fact that this company is more about money than the patient.